Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. The lead was programmed off and remains in the patient, out of service. The lead will be removed at a later date that has yet to be determined. A new lead was implanted from the right side of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).